Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/pain/worseining of pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), abdominal pain ("chronic abdominal pain"), groin pain ("groin pain"), genital haemorrhage ("worsening abnormal bleeding"), hypersensitivity ("hypersensitivity symptoms") and autoimmune disorder ("autoimune symptoms"). The patient was treated with surgery (she had undergone essure removal). Essure was removed. At the time of the report, the pelvic pain, pelvic discomfort, abdominal pain and groin pain had not resolved and the genital haemorrhage, hypersensitivity and autoimmune disorder outcome was unknown. The reporter considered abdominal pain, autoimmune disorder, genital haemorrhage, groin pain, hypersensitivity, pelvic discomfort and pelvic pain to be related to essure. The reporter commented: patient is 39 years old. Patient sought treatment for her symptoms but her physicians were unable to resolved her symptoms. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/ pain/ worsening of pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), abdominal pain ("chronic abdominal pain"), groin pain ("groin pain"), genital haemorrhage ("worsening abnormal bleeding"), hypersensitivity ("hypersensitivity symptoms") and autoimmune disorder ("autoimmune symptoms"). The patient was treated with surgery (she had undergone essure removal). Essure was removed. At the time of the report, the pelvic pain, pelvic discomfort, abdominal pain and groin pain had not resolved and the genital haemorrhage, hypersensitivity and autoimmune disorder outcome was unknown. The reporter considered abdominal pain, autoimmune disorder, genital haemorrhage, groin pain, hypersensitivity, pelvic discomfort and pelvic pain to be related to essure. The reporter commented: patient is (B)(6) years old. Patient sought treatment for her symptoms but her physicians were unable to resolved her symptoms. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: plaintiff information form received. The case was upgraded from non-serious incident to serious incident. Essure removal reported. Events "abnormal bleeding, auto-immune symptoms and hypersensitivity symptoms were added. Essure indication was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.